Event description:
On (B)(4) 2013, the lay user/reporter contacted lifescan (lfs) on behalf of the patient (her granddaughter) alleging a onetouch ping meter was displaying "blurred with gray-blue markings", this compliant was documented using the customer care advocate (cca) documentation. The reporter stated the alleged issue occurred on (B)(6) 2013 at 8 pm. The reporter stated the patient uses insulin pump therapy to manage her diabetes. It is unclear if the patient made any changes to her usual diet, activity level or medications on the day of the alleged issue. The reporter stated on (B)(6) 2013 at 3 am, the patient complained of feeling "weird and shaking inside". The reporter stated the patient was given something to eat or drink as treatment on (B)(6) 2013 at 3:30 am. The reporter stated on (B)(6) 2013 at 3 am, a reading of "58 mg/dl" was obtained and a reading of "391 mg/dl" was obtained at 8 am. At the time of troubleshooting the cca discovered the meter had been run over by a car, but there was no misuse of the subject meter and it was not the first time the meter had been used. This complaint is being reported as an adverse event because the reporter claims due to the alleged issue, the patient developed symptoms suggestive of hypoglycemia and required treatment.

Manufacturer narrative:
Follow-up # 1 (06/07/2013) ¿ device evaluation -the products involved with this complaint have been returned to lfs and evaluated by product analysis (pa) on 5/16/2013 with the following findings:the meter failed testing. The meter was found to have a damaged display. Cracked broken lines with black marks found on the lcd. A DHR (device history record) was completed on 05/28/2013 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, another follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The lfs product(s) has been requested for return to lifescan for evaluation. If the subject product is returned, an evaluation will be completed and the findings will be submitted in a supplemental report.